Event description:
It was reported via ms&s that "caller states she is working with a patient with a 5 fr dual lumen powerpicc and one of the clamps broke. She states they have a neutral displacement end cap on the end of the catheter and asks if clamps are sold separately. Rep explains that the clamps are not sold separately. Suggested using an extension set with clamps." No other information was provided.